Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It has been reported that the needle deployed early, before the pod was applied to the skin. This indicates a needle mechanism failure.

Event description:
It has been reported that the needle deployed early, before the pod was applied to the skin. This indicates a needle mechanism failure. The device was returned and evaluated. No damages or defects were observed that would result in the needle deploying early. Although no problems were found, it could not be determined when the device deployed.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. The device ran for 160 pulses. No damages or defects were observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed.